Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) advised pmt appeared to be sinus tach at maximum tracking rate (mtr). Isometrics and pocket manipulation testing was performed which did not reproduce the noise on the rv rate/sense. The patient took deep breaths, and some noise was visible on the rate/sense. Ts noted the noise appeared to be diaphragmatic noise and not lead integrity. Technical services (ts) was consulted and noted noise on the rv at the beginning of the pmt episode, which cause pacing inhibition. Rv measurements remain stable and within normal limits. Ts confirmed the limited presence of oversensed noise but not for long periods and recommended increasing the rv sensing measurements or leave it as it is. This lead remains in service no adverse patient effects were reported.